Event description:
Patient had cutoff of ECMO flow which improved with minor manipulation of cannula. Cxr showed bending of cannula which was promptly pulled back. Pulse pressure and pulse were suddenly lost. CPR was initiated and pericardial tamponade was suspected. Pericardiocentesis yielded dark blood. Median sternotomy was performed and perforation of right atrium at ivc junction was identified and repaired. Patient was converted to va ECMO via chest approach and later back to vv ECMO.